Manufacturer narrative:
Other: adverse events reported.: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patients- 178, gender- female (male- 84; female- 94), age (mean age)- 55 years procedure involved: anterior cervical corpectomy and fusion (accf), anterior cervical discectomy (acdf), hardware removal. A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. The clinical data summarized in this report was extracted for analysis on (B)(6) 2020. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. It was reported in the clinical study titled ¿venture anterior cervical plate system¿ with 24 months follow-up that a total of 178 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of v enture. Based on the charted diagnoses, patients were stratified into one of five evidence groups for analysis: degenerative disease (n = 147), trauma (n = 3), deformity (n = 7), failed fusion (n = 20), and infection (n = 1). Post-op, of the 147 patients in the de generative disease group, 134 patients had radiographic notes specifying fusion status, and successful fusion was noted for 131 patients. Post-op, of the 147 patients in the degenerative disease group, 134 patients had radiographic notes specifying fusion status, and successful fusion was noted for 131 patients. Post-op, of the 147 patients in the degenerative disease group, 134 patients had radiographic notes specifying fusion status, and successful fusion was noted for 131 patients. Of the 03 patients in the trauma group, 2 patients had radiographic notes specifying fusion status, and successful fusion was noted for all 2 patients. Of the 07 patients in the deformity group, 7 patients had radiographic notes specifying fusion status, and successful fusion was noted for all 7 patients. Of the 20 patients in the failed fusion group, 20 patients had radiographic notes specifying fusion status, and successful fusion was noted for 19 patients. And of the 01 patients in the infection group, 01 patients had radiographic notes specifying fusion status, and successful fusion was noted for this patients. In the degenerative disease group, 26 of 167 patients were recorded as having an ae. In total, 94 aes were recorded across 22 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) events related to anterior cervical surgery: adjacent segment changes (23), dysphagia (1), pseudarthrosis (3), neck pain (2), upper extremity pain (3), upper back pain (3), upper extremity tremor (1). B) revision surgery: there were 6 reports of revision surgery. The cause of these revision surgeries was as follows: graft migration (2), graft and hardware migration (1) pseudarthrosis (2), continued degeneration and index and adjacent levels (1) in the trauma group, 1 of 3 patients was recorded as having an ae. In total, 2 aes were recorded across 2 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) events related to anterior cervical surgery: neck pain (1), upper extremity pain (1). In the failed fusion group, 4 of 20 patients were recorded as having an ae. In total, 11 aes were recorded across 8 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) events related to anterior cervical surgery: adjacent segment changes (2), pseudarthrosis (1), retropharyngeal hematoma (1), tactile hyperesthesia (1). B) revision surgery: one patient is recorded as undergoing a revision surgery for pseudarthrosis. No reported aes were found for the deformity group and infection group. Overall, the results from this retrospective observational database study indicate that the device is performing as intended with low failure rate, and no new or emerging risks were identified.